Event description:
This atrial lead dislodged while the pt was sawing (B)(6). The pt experienced shortness of breath, likely secondary to intermittent sense/pace, which resulted in av desynchrony and precipitated to chf. This lead was explanted, replaced and has not been returned. Should additional info become available, this event will be updated.